Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a flogard IV solution administration set had a "broken spike end". The process step that this malfunction was identified is currently unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. If additional relevant information is obtained, then a follow-up MDR will be submitted.